Manufacturer narrative:
Additional procedure needed to replace product. This event is currently under investigation.

Event description:
While accessing the patient's cvc line and flushing with n/s, there was obvious spray from the return lumen line. A hole had developed in the line. The nurse and the physician were notified. A new line insertion was arranged for that day by the apheresis staff.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, manufacturing instructions, functional test and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the device was submerged in water and pressurized with a syringe. A steady stream of bubbles was observed coming from the manifold extension tube with a blue hub on labeled 1.6 cc providing evidence the device had a leak. The location of the leak was visually inspected and there was a small mark, barely visible to the naked eye that was likely the leak location. The leak location was the manifold extension tube and the hole in the material was of pin hole sized. The customer provided written feedback on their use of the product and this did not indicate their handling or usage of the product contributed to the failure. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. Measures are currently in process to address this issue.

Event description:
While accessing the patient's cvc line and flushing with n/s, there was obvious spray from the return lumen line. A hole had developed in the line. The nurse and the physician were notified. A new line insertion was arranged for that day by the apheresis staff.